Event description:
This spontaneous case was reported by a nurse and describes the occurrence of groin pain ('pain in the right groin with relapse') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2011, the patient experienced device expulsion ("the essure on the left side fell out straight away"). In 2017, the patient experienced groin pain (seriousness criteria medically significant and intervention required). The patient was treated with oral contraceptive nos and surgery (removal of remaining right essure device is planned). Essure treatment was ongoing at the time of the report. At the time of the report, the groin pain had not resolved and the device expulsion outcome was unknown. The reporter considered device expulsion and groin pain to be related to essure. The reporter commented: essure was implanted in 2011. I have pain in the right groin starting in 2017 with relapse and wish to remove the essure. I have only one essure left on right side, the one on the left side fell out straight away. I have tried contraceptive pills without any effect as treatment of the events. I would like to have the methods for having it surgically removed sent to me as I also work as a surgical nurse and will be involved in how this is done. There is no need for a hospital admission for these adverse reactions, but an operation to have it removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a nurse and describes the occurrence of fallopian tube perforation ('perforation'), device breakage ('there were 3 or 4 pieces outside of the uterus') and groin pain ('pain in the right groin with relapse') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2011, the patient experienced device expulsion ("the essure on the left side fell out straight away"). In 2017, the patient experienced groin pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with oral contraceptive nos and surgery (essure removal and removal of remaining right essure device is planned). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation and device expulsion outcome was unknown and the groin pain had not resolved. The reporter considered device breakage, device expulsion, fallopian tube perforation and groin pain to be related to essure. The reporter commented: essure was implanted in 2011. I have pain in the right groin starting in 2017 with relapse and wish to remove the essure. I have only one essure left on right side, the one on the left side fell out straight away. I have tried contraceptive pills without any effect as treatment of the events. I would like to have the methods for having it surgically removed sent to me as I also work as a surgical nurse and will be involved in how this is done. There is no need for a hospital admission for these adverse reactions, but an operation to have it removed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a nurse and describes the occurrence of groin pain ('pain in the right groin with relapse') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2011, the patient experienced device expulsion ("the essure on the left side fell out straight away"). In 2017, the patient experienced groin pain (seriousness criteria medically significant and intervention required). The patient was treated with oral contraceptive nos and surgery (removal of remaining right essure device is planned). At the time of the report, the groin pain had not resolved and the device expulsion outcome was unknown. The reporter considered device expulsion and groin pain to be related to essure. The reporter commented: essure was implanted in 2011. I have pain in the right groin starting in 2017 with relapse and wish to remove the essure. I have only one essure left on right side, the one on the left side fell out straight away. I have tried contraceptive pills without any effect as treatment of the events. I would like to have the methods for having it surgically removed sent to me as I also work as a surgical nurse and will be involved in how this is done. There is no need for a hospital admission for these adverse reactions, but an operation to have it removed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-nov-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a nurse and describes the occurrence of fallopian tube perforation ('perforation'), device breakage ('there were 3 or 4 pieces outside of the uterus') and groin pain ('pain in the right groin with relapse') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2011, the patient experienced device expulsion ("the essure on the left side fell out straight away"). In 2017, the patient experienced groin pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with oral contraceptive nos and surgery (essure removal and removal of remaining right essure device is planned). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation and device expulsion outcome was unknown and the groin pain had not resolved. The reporter considered device breakage, device expulsion, fallopian tube perforation and groin pain to be related to essure. The reporter commented: essure was implanted in 2011. I have pain in the right groin starting in 2017 with relapse and wish to remove the essure. I have only one essure left on right side, the one on the left side fell out straight away. I have tried contraceptive pills without any effect as treatment of the events. I would like to have the methods for having it surgically removed sent to me as I also work as a surgical nurse and will be involved in how this is done. There is no need for a hospital admission for these adverse reactions, but an operation to have it removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: essure date explanted added. Events ¿fallopian tube perforation¿ and "device breakage" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.